Event description:
Manufacturer review of the published journal article (parker, ajp, et al, vagal nerve stimulation in children in epileptic encephalopathies. Pediatrics, 1999;103:778-782) revealed one pt's vns device was explanted due to postoperative infection. Attempts to the reporter for additional info have been unsuccessful to date.

Manufacturer narrative:
.